Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the purge deletion process failed to delete one or more rows on checking maintenance error log the technical support specialist tss checked data sync debug log verified no retry error or manual recovery the tss created the database backup and stored securely for precautionary purposes a full synchronization was then performed followed by a station reboot completed by the customer final verification from the server confirmed that data upload and download synchronization status was current and operating as expected later field service engineer fse confirmed with tss that the device was communicating and syncing successfully the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and remote support service shown offline, which located on uscaendo1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.